Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on radius assessed, as a surgical impact opening (shell thickness within spec). Additional observations: stress marks observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, rupture. This record is for the left side. The device has been explanted.